Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field h3 has been updated.

Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 7:46 a.m. Was 3.8 inr. The result from the laboratory at 8:10 a.m. Was 2.9 inr. The result of 2.9 inr was believed to be correct. The customer was not treated. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is feeling ok. The customer is not anemic, is not on heparin or other direct thrombin inhibitors, does not have anti-phospholipid antibodies, has had no change in warfarin dose, is not taking any new medication, has not been ill recently, his diet has been ok and he is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred